Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing diabetic ketoacidosis (dka); cause was unknown. Blood glucose (bg) level was not provided. Multiple follow up attempts were made by tandem technical support to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. No further information provided regarding issue.